Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a significant decrease in remaining longevity, from 66% to 16% in less than one year. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption and device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. It was reported that the device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a significant decrease in remaining longevity, from 66% to 16% in less than one year. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption and device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. It was reported that the device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.